Event description:
It was reported that within one week of implant the implantable cardiac monitor (icm) recorded false asystole episodes due to loss of contact. It was noted that the patient did not have any symptoms and that the loss of contact should go away when the pocket heals. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.